Event description:
It was reported that in-house biomed team reported to the getinge service line, the cs300 intra-aortic balloon pump (iabp) unit has an augmentation issue. There was no patient involvement.

Manufacturer narrative:
Additional information: (B)(6). It was reported that the cs300 intra-aortic balloon pump (iabp) is facing "augmentation issue". A getinge field service engineer (fse) was dispatched to investigate the issue, in order to fix the issue, the fse replaced the pcb keypad controller board (d670-00-1145) and screw concealment label (d334-00-1666). As a precautionary service low helium canister recommend the in-house biomed team to garnish a new one. Ran all the tests in accordance to the manufacturer's specifications, all tests are within range. Returned to customer and cleared for clinical use. No patient involvement was there. "The defective components were received for further investigation. Please refer to the root cause evaluation field for details".

Event description:
It was reported that , the cs300 intra-aortic balloon pump (iabp) unit has an augmentation issue. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.